Event description:
A report received from the united states indicating that the cutter could not be inserted into the device. It is known the device was used in surgery and that there was no patient or user injury or medical intervention. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).